Event description:
Information received by medtronic indicated that the customer called as a result of receiving the safety notification for the battery cap damage and reported y-shaped copper piece fell off from the cap. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the battery cap metal contact missing, or fewer than 3 raised dots could be seen; however, the customer will continue to use the device and will not be returned for analysis.